Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were reinvestigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data from mid to end of (B)(6) 2024 showed pacing impedance around 1050 ohms. The programmed pacing amplitude was 4.2 v with a pulse width of 1.0 ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information become available for analysis, the investigation will be updated. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
This lead was explanted due to high impedances and continued high threshold. Should additional information be received, this file will be updated.